Event description:
It was reported that the patient with this right ventricular (rv) lead presented with chest pain. A computed tomography (CT) was performed and showed a pericardial effusion. A lead revision has not been performed at this time. No additional patient adverse effects were reported.